Event description:
It was reported that the user experienced recurrent low blood glucose throughout the day while using the ilet system, after prior elevated glucose levels where correction dosing appeared to contribute to subsequent lows; meal announcements were made, but meal carbohydrate intake reportedly varied and oral glucose was used to treat lows. Symptoms included low glucose and urgent low soon alerts. Outcomes included troubleshooting and education on best practices for meal announcements and appropriate treatment for hypoglycemia. Investigation included review of device data and normal pump operation was observed. Investigation of this case revealed normal device performance with hypoglycemia temporally associated with corrections following preceding hyperglycemia and variable carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.